Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Int his case, it was learned that the 21mm aortic bioprosthetic valve was explanted at implant, and replaced with same model, 23mm valve. Through follow-up, it was learned that the valve was explanted due to a paravalvular leak. The surgeon indicated that the reason for explant is not related to a device malfunction. No additional information was provided regarding operative findings due to patient privacy regulations.

Manufacturer narrative:
Device discarded, will not be returned.additional manufacturer narrative:the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.despite multiple follow-ups with the healthcare provider, no additional information was provided such as the reason for explant, operative findings, and device status; therefore, no further investigation can be performed into the root cause of this event.there has been no information to suggest a device quality deficiency that may have caused or contributed to this event.